Event description:
Discordant results were obtained for troponin on three patient samples. The discordant's results were reported to the physician. The samples were repeated and the repeated results were different than the reported results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and discordant data indicate that the cause for the discordant results appears to have been due to depletion of wash 1 fluid. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.